Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has thyroid cancer and underwent a thyroidectomy on (B)(6) 2015. On an unspecified date, the patient presented to the hospital with evidence of pump thrombosis with elevated laboratory markers and dark urine. The patient¿s urine reportedly cleared; however, he suffered a cerebral infarct on (B)(6) 2015. His lactate dehydrogenase (ldh) was 614 u/l, and on (B)(6) 2015, his ldh elevated to 1915 u/l. His ejection fraction was reported to be (B)(6) and despite a lower pump speed of 8,000 rpm, he demonstrated excellent clinical status with ambulation and tolerance of beta blockade. It was determined that the patient would undergo lvad exclusion with the pump left in place but turned off, and the outflow graft clamped off. It was explained that this procedure would allow non-utilization of cardiopulmonary bypass in light of the patient¿s recent stroke, and would still maintain his transplant eligibility.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The report of suspected thrombus can be confirmed based on the evaluation of the pump; however, a correlation between the device and the reported embolic stroke could not be conclusively determined. The pump was returned with the driveline cut approximately 3.5¿ from the pump housing, and the severed portion of the lead did not return. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a large, denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which indicates that it was present while the pump was supporting the patient. Examination of the blood tube/rotor inlet section revealed deposition contact marks on the inlet side of the rotor. These marks indicate that the thrombus ring found in the inlet stator was also present on the inlet bearing ball and inlet section of the rotor while the pump was supporting the patient. Examination of the remaining blood contacting surfaces found white, grainy, non-laminated depositions situated on the textured blood-contacting surface of the inlet tube and inlet elbow. Although specific causes for their development could not be conclusively determined, the depositions appeared to have developed in these areas. The depositions did not appear to occlude the flow of blood. Examination of the rotor revealed non-laminated depositions situated on the body and blades of the rotor. The depositions were not adhered to the rotor, lacked denaturing and lacked lamination. Although their origins and a duration in which they were present in the pump could not be conclusively determined, the depositions did not appear to have originated in this location. The thrombus formations found in the pump would have contributed to the reported clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months. The pump will not be returned to the manufacturer for evaluation, as it was not explanted. The pump remains implanted in the patient but was turned off and is no longer supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.